Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle thread came loose. The failure was detected while an intradermal suture was being performed. There are no serious patient incidents or delay of the surgery as another suture was selected to finish the intervention. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have received (B)(4) closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that some threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of closed samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.